Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected. A field service engineer (fse) found that half-height drawers 3.1 and 3.2 were not detected on the bus and observed no lights on the pyxibus module controller. The controller was replaced, and recovery and inventory of the previously failed items were successfully verified. The system functioned as intended after the field service engineer repaired the device.